Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device was returned for evaluation, though results are not available as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.

Event description:
It was reported that a file separated. Further information has been requested, though none is available as of this report.